Event description:
It was reported that there was a lead safety switch (lss) due to high, out-of-range pace impedance of greater than 3000 ohms on the right ventricular lead. Boston scientific technical services (ts) was contacted for a review of the data, and ts confirmed the out-of-range impedance measurement and noted a signal artifact monitor (sam) episode. There were also atrial tachy response (atr)episodes due to atrial arrhythmia with rapid ventricular response. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Correction to field b5: describe event or problem - updated atp to atr.

Event description:
It was reported that there was a lead safety switch (lss) due to high, out-of-range pace impedance of greater than 3000 ohms on the right ventricular lead. Boston scientific technical services (ts) was contacted for a review of the data, and ts confirmed the out-of-range impedance measurement and noted a signal artifact monitor (sam) episode. There were also anti-tachycardia pacing (atp) episodes due to atrial arrhythmia with rapid ventricular response. The device and leads remain in service. No adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.